Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria. Review of the logfiles for the day of treatment shows during start up test were performed without any issue. The user performed further two energy checks during the day in the recommended time range. The user performed the treatments with an energy setting for side and bed cut which are not in the recommended range, for the settings of spot and line separations. The energy during the day and during the treatments was stable. The measured energy during the day was also stable in the relevant range. No other abnormalities can be identified in the logfiles which can contribute the reported issue. During the on site visit the territory manager adjusted laser, performed z-offset verification. System working within specifications. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported, flaps are consistently thinner then intended. Upon additional follow up it was reported the patients are doing well.